Event description:
It was reported to philips that the buttons on the device were broken. There was no patient involvement.

Event description:
It was reported to philips that the buttons on the device were broken. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the display assembly needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display assembly. The display assembly was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.